Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Dianeal therapy was discontinued. The patient was hospitalized for the event. The cause of peritonitis was unknown. It was also reported the patient had flu symptoms and their intestines were leaking. Treatment was not reported. Three days later the patient was discharged from the hospital. The patient recovered from this peritonitis event.